Event description:
This event is reportable based on preliminary eval completed on (B)(6) 2011. It was reported the catheter was damaged during operation and a signal was unable to be captured. The procedure was completed using another catheter. Preliminary eval revealed there was a hole in the balloon. There were no consequences to the pt.

Manufacturer narrative:
(B)(4). Visual inspection confirmed a hole in the balloon near the distal end. The catheter was tested utilizing a wet lab with the following results: the ECG signal quality was good; a smooth stair step pattern was displayed. The wave form display was good and the catheter tracking was good. The root cause classification for the hole in the balloon is consistent with operational context as device performance was limited due to anatomical/procedural factors.